Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and contamination in the tube was observed and air removal could not be verified. The product was replaced, and the procedure was successfully completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the inner diameter of the device was cloudy. No other damage or anomalies were observed. Irrigation testing was performed, and no bubbles were observed. Cloudiness on the smartablate¿ tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may have contributed to a change in tubing appearance, including opacity, increase in lumen roughness, as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate¿ pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate¿ irrigation tubing set preparation workflow. Internal actions are being followed to reduce this failure mode and to introduce optimization practices on devices with cloudiness and microbubbles. Device history record was performed for the finished device ac8544030 number, and no internal actons related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The event described by the customer was confirmed. Cloudiness reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate¿ pump. As part of the quality process, all devices are manufactured, inspected, and released to approved specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and contamination in the tube was observed and air removal could not be verified. The product was replaced and the procedure was successfully completed. No adverse patient consequence was reported.